Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). A visual inspection and a power-on self test were performed on the device. The cause of the damaged sensors was unable to be determined. To correct the condition, the sensors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have the damaged force-sensing resistors. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.